Manufacturer narrative:
Lumenis investigated the event report when the complaint was initially reported on 12/11/2015 contacting the user facility to request patient treatment settings and patient photographs. Despite reasonable attempts at the time no treatment settings or photographs were provided. At the conclusion of the initial investigation lumenis determined the event was not reportable per MDR decision tree. Subsequent to the initial report the user facility returned patient information stating the patient had sustained hyperpigmentation and scarring that had not healed. No photographs of the reported sequela were received. A lumenis technical engineer evaluated the subject device concluding the system met all manufacturer specifications. Additionally, the engineer stated that the subject hs hand piece functioned to specifications. Subject device malfunction is not the suspected root cause of the event reported. A lumenis healthcare professional evaluated the reported event details and patient treatment settings. The healthcare professional concluded that based on the provided information the probable cause of the event reported to be operator error, improper skin typing, possible sun exposure, and higher treatment settings in contradiction to common medical practice, subject device labeling and training. A review of device labeling states: warning - the laser can cause epidermal injury. The risk increases with greater laser fluence and skin pigmentation: - darker skin types and individuals with a non-recent suntan are at a higher risk for pigmentary changes in the treatment area. These patients should be treated with lower fluences and longer pulse durations than similar skin types that are untanned or have a lighter skin color. When utilizing the hs handpiece begin with one pulse, additional pulses will apply additional energy and the number of pulses should be increased with caution following strict test-spot protocol. - sun exposure to the treatment area immediately after treatment and for one month following treatment may also increase the risk of pigmentary changes in the treatment area. Patients should be instructed to use a broad spectrum sunscreen (spf 30) on a daily basis and to avoid direct exposure to the sun. A review of the DHR confirmed that the sd met all test specifications without deviation per the DHR during the manufacturing process.

Event description:
A user facility reported that one (1) patient sustained hyperpigmentation and scarring four (4) months post hr treatment with a lumenis lightsheer duet hs handpiece.